Event description:
The caller reported that the insulin pump was not delivering insulin adequately. The customer was in the hospital for another unrelated issue when his blood glucose went up. His blood glucose level was 455 mg/dl but it went up to 602 mg/dl. They put him on insulin drip. He removed the infusion set two days prior to the hospitalization but did not insert a new infusion set. Small air bubbles were found in the tubing. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.